Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation, or if any additional info becomes available.

Event description:
A baxter representative reported to customer service a pump with an inoperable channel "a" open switch. This event occurred during bio-med testing. There was no patient injury or medical intervention according to the hospital representative. No additional info is available.